Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead experienced diaphragmatic stimulation. A chest x-ray found the lead was pulled back and in the coronary sinus. The pocket was reopened and this lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.